Manufacturer narrative:
(B)(4).

Event description:
It was reported when asymptomatic patient presented to the clinic for a normal device check-up, an alert for upper out of range pacing lead impedance was observed on both the atrial and ventricular lead. The high impedance measurement was a reoccurrence from earlier in the year and the past year. No resolution was recommended. The patient will be monitored. No further information is available.